Event description:
The caller stated that she had smelled an odor but could not determine where it was coming from. Later that day her son discovered the battery operated toothbrush handle had melted while it was stored in a drawer. The battery seemed to have overheated causing this incident. The MFR was not contacted as yet. The caller feels that the toothbrush is a fire hazard and should be reported, especially because they are putting children at risk. (B)(4).